Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic inguinal hernia repair, while performing mesh implantation and after insertion into the patient, the surgeon noticed a hole in the mesh. The surgeon was not sure if the mesh had a hole out of the package or if it was accidentally made by himself. A new implant was used to complete the case. There was no patient injury.